Event description:
It was reported that this patient received an inappropriate shock due to artifacts and a drop in signal amplitude in the primary sensing vector involving this device. Technical services (ts) discussed a possible sense b node sensing issue and troubleshooting was recommended. The device was reprogrammed to the secondary sensing vector as discussed by ts. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received an inappropriate shock due to artifacts and a drop in signal amplitude in the primary sensing vector involving this device. Technical services (ts) discussed a possible sense b node sensing issue and troubleshooting was recommended. Additional information noted that the device was explanted and will be returned. No additional adverse patient effects were reported.